Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer alleged that the pump had delivered a quick bolus of 8 units that had not been requested by the customer. Reportedly, at the time of the event, the customer's blood glucose (bg) level was 94 mg/dl. The customer confirmed having glucose tablets and soda available to prevent an adverse event. Review of the pump bolus history by tandem technical support showed that a quick bolus of 8 units had been requested at 8:23 pm on (B)(6) 2017. However, the customer maintained that the pump had delivered the bolus without the customer interacting with the pump or requesting the delivery. Review of the pump data logs by tandem technical support showed that there was button interaction and bolus delivery requested on (B)(6) 2017. During a follow-up by the clinical diabetes specialist (cds) on (B)(6) 2017, the customer and contact met with the health care provider (hcp) and cds and acknowledged that the unintended bolus had been programmed into the pump by the user, and that the pump had not delivered the bolus on its own. Additionally, the customer and contact acknowledged the event and understood the bolus features/functionality of the pump.